Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign material was identified as originating from the cleaning brush. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." 2) "confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." 3) "the channel cleaning brush (bw-20t) degrades as it is used. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Before and after use, confirm that the brush is free from any damage or other irregularities. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus." 4) "do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards (i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope or directly into the suction connector on the endoscope connector). It may get caught, making retrieval impossible." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had an issue where the cleaning brush gets caught. Inspection and testing of the returned device found that the instrument channel was clogged. The event was found during routine cleaning of the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dent on the connecting tube, paint peeling off the suction cylinder nut, the up/down/left/right control unit had play and insufficient angulation, and the biopsy channel had foreign material in the forceps passage and the cleaning brush passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.